Event description:
It was reported that during a stenting procedure that the stent suture was difficult to remove. The physician was attempting to treat a tumor at the lower 1/3 of the esophagus, involving the cardio, 8 cm of length with a 23x150mm wallflex esophageal stent. The physician deployed the stent with no difficulties; however, the upper flare did not open fully and there was some resistance felt with the delivery catheter was removed. The physician was trying to remove the delivery catheter; however, he felt resistance and noted that the stent moved. The physician then decided to remove the whole device instead of trying to reposition. A second wallflex esophageal stent of the same size was depoloyed and it was successful: the lower flare fully opened. However, the upper flare stayed collapsed. The physician then continued to move the delivery catheter up and down until the resistance stopped. The physician then removed the delivery catheter and the stent stayed in place.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family have been conducted and no issues were found. Without the return of the device, a possible root cause of the complaint reported could be determined.